Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a non-dehp IV fat emulsion administration set leaked at the top of the line where it connects to the IV bag. This issue was identified during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked which observed a leak between the assembly of the tubing into the drip chamber. The reported condition was verified. The cause of the condition was due to improper manual assembly during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.